Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's nurse reported via phone call that she was hospitalized on (B)(6) 2016 due to high blood glucose levels. The customer has been off the insulin pump due to the keypad issue. Customer's blood glucose level was 768 mg/dl. The customer treated her blood glucose level with an injection. She had a dry mouth and was nauseous. The customer had a diabetic ketoacidosis. The customer was off the insulin pump greater than 48 hours. The activation button on the insulin pump was not working. The buttons were also hard to press. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to unresponsive buttons. However, after locking the lcd connector back into place all currents are within specification. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.